Event description:
It was reported that there was an increasing number of short v-v intervals, with no issues found on interrogation. Double counting of wide pvcs (premature ventricular contractions) was suspected but could not be reproduced. A holter monitor found that the short v-v intervals might be from occasional twos (t-wave oversensing), especially on pvcs (premature ventricular contractions). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Possible t-wave oversensing was noted on episodes from (B)(6) 2014. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead, (B)(6) 2012.

Event description:
It was further reported that the right ventricular (rv) lead exhibited post ventricular sense t-wave oversensing (twos). R-waves were much larger than t-waves, but r-wave trend showed over the past few months an overall decrease. The sensitivity was reprogrammed. The lead was capped and replaced. The physician indicated that the patient "must have had an event because the entire apex is bad."